Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they experienced pain under their armpit and the physician "feels like the implantable pulse generator (ipg) moved." The ipg remains in use. No further patient complications have been reported as a result of this event.